Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The company service representative also identified the cameras within the system to be out of alignment. The aberrometer was replaced to resolve the issue related to the out of alignment cameras. The system was then tested and met all product specifications. The dovetail being loose can be attributed to loose screws. The male/female dovetail attachment on the aberrometer and corresponding microscope is designed to enable the aberrometer to be removed and reattached to the microscope per the user's preference. Thus, it is likely that routing handling of the aberrometer resulted in the dovetail becoming loose. However, this is unable to be determined conclusively. The root cause of the reported event can be attributed to loose dovetail screws. How or when the screws became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported dovetail was loose on the aberrometer; aberrometer not aligned additional information has been requested.